Event description:
As reported by the edwards field clinical specialist, right and left common iliac dissections were noted following the transcatheter aortic valve replacement (tavr) procedure. Per report, right and left femoral cutdowns were performed in the usual sterile fashion. A 22fr sheath was attempted to be placed in the right femoral artery. The artery was dilated with a 22fr dilator without difficulty, but the 22fr sheath would not advance beyond the right external iliac. An 18fr sheath was placed in the right femoral artery, and angiography revealed no dissection. A 12fr sheath was then placed in the left femoral artery. A 22fr dilator was then advanced into the left femoral artery without difficulty. A 22fr rf3 sheath was then advanced with some difficulty into the left femoral artery. Upon removal of the sheath with angiography, a small left common iliac dissection was suspected just below the aortic bifurcation. A gore 10x7 tapered covered stent was deployed in the left common iliac, with a good result verified by subtracted angiography. Subtracted angiography of the right common iliac revealed a suspected dissection. A genesis 9x25 stent was placed in the dissected area with a good result verified by subtracted angiography. Both cutdown sites were then closed in the usual sterile fashion with a good result. The patient was extubated and transferred to intensive care unit (ICU). Additional investigation revealed the following: the peripheral access site for the edwards sheath was the left femoral artery. The minimum luminal diameter of the access site was 7.2mm, and the minimum luminal diameter of the vessel at the location of the dissection was 7.8mm. The vessel was described as moderately calcified and mildly tortuous. Nothing abnormal was noticed about the sheath or dilators before or after use. Per report, the sheath did not malfunction. The dissection of the right common iliac artery was related to the use of a non-edwards sheath.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. In addition, there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the minimum luminal vessel diameter at the location of the dissection was appropriate at 7.8mm; however, the vessels were noted to be moderately calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. It is possible that the combination of the moderate calcification and mild tortuosity contributed to the event. Of note, the patient also experienced a dissection of the right common femoral artery with an 18fr non edward's sheath. It is possible that patient factors/vessel characteristics and/or operator technique caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.